Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that there was a hole/cut in the hose of the motor device. It was observed that one of the connecting pins was missing and a position pin was missing for the adapter. It was determined that there was a hole and a crack in the hose pipe and the control was defective. It was further determined that the coupling did not engage with the hook. It was further determined that the device failed pretest for loctite and cable assessments, cutter lock assessment, motor thermistor assessment, safety assessment and rotational speed assessment. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.